Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla duirng stone removal procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the camera position was just easily taken. They inserted the autotome rx 44 device, current was applied once, and then endoscopic sphincterotomy (est) was performed. When the handle was rotated 2 to 3 times in order to change the angle; however, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. In addition, it was confirmed that there was no defect on the wire prior to use. The procedure was completed with a second autotome rx 44. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Block e1 (initial reporter city): (B)(6). Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: visual examination of the returned device revealed that the cutting wire was broken at the distal section and was also found blackened. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla duirng stone removal procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the camera position was just easily taken. They inserted the autotome rx 44 device, current was applied once, and then endoscopic sphincterotomy (est) was performed. When the handle was rotated 2 to 3 times in order to change the angle; however, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. In addition, it was confirmed that there was no defect on the wire prior to use. The procedure was completed with a second autotome rx 44. There were no patient complications reported as a result of this event.